Event description:
Customer reported hospitalization. The sensors were alarming lost sensor, possible due to the hospital equipment. Customer changed the sensor and received calibration error and lost sensor. The last blood glucose reading was 172 mg/dl. Customer stated that she takes blood thinners due to a triple bypass surgery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84050 and 2032227-2014-02272.